Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 2.50x20mm synergy¿rug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patient's body, it was noticed that the mid portion of stent struts were lifted. The procedure was completed with another 2.50x20mm synergy stent. No patient complications were reported and the patient's status was good.